Event description:
Pt was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6), 2010. Customer reported that the pt's right tah-t cannula quick connector had a displaced spring. The quick connector connects the tah-t cannula to the driveline of the pneumatic driver. The pt's entire right tah-t cannula has been reinforced with vulcanizing tape because of a cannula tear (previously reported under MDR 3003761017-2011-00025). In order to replace the quick connector, the vulcanizing tape was removed from the end of the cannula and quick connector. Once the tape was removed, an audible air leak was heard and observed at the junction of the cannula and the quick connector. The end of the cannula was cut off above the location of the air leak, and a new quick connector was inserted. The pt was then transferred from a css console to a freedom driver. There was no impact on the pt.

Manufacturer narrative:
Syncardia has requested that the removed section of cannula and quick connector with displaced spring be returned to syncardia for eval. The results of the eval will be provided in a supplemental MDR.